Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit or within the risk stratification, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The erroneous results were released out of the laboratory and questioned by the physician as the values did not correlate with the patients¿ clinical condition. The physician requested a new sample be collected from each patient and reanalyzed. The new samples were analyzed on an alternate access 2 system and produced negative results for both patients. The new samples were then retested on the original access 2 system and recovered negative results for both patients. The patients¿ samples were collected in 13x75 mm, 2 ml lithium heparin plastic separation tubes (pst) and centrifuged at 3,500 rpm (rotations per minute) for five minutes, at room temperature. Quality control (qc) was not within specifications. The instrument was not in operation. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) instructed the customer to prime the dispense probes and observe the system. The customer noted numerous small bubbles in the wash pump after priming. The fse installed new wash valve components and a new valve motor, performed a routine system check and high sensitivity system check, and a 50-replicate precision test. All test results passed within the assay and instrument specifications. Quality control (qc) was performed which also passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.